Event description:
Reporter alleged obtaining a result of 206 mg/dl on the aviva system compared back to back with a result of 105 mg/dl on a lab system when testing on the aviva system was performed with the blood drawn for the lab within 10 minutes. Reporter stated that just 30 minutes prior to obtaining the readings, he had taken 5 mg of glyburide, 1000 mg of glucophage, and 20 units of lantus as he normally would have. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.